Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that he had been high today in the 500's mg/dl and had treated with needles and is having a difficult time bringing it down. The customer was advised that he should contact his healthcare professional so that he can give the customer a better needle if necessary. The insulin pump will not be returned for analysis.